Event description:
It was initially reported that the patient was having an increase in seizures. The physician increased the output current but it is not changed the patient's increase in seizure frequency. The physician later interrogated the generator and the neos flag was tripped. The physician believed the reason for the increase in seizures was due to the generator being at end of service. There was mention that the generator was going ¿in and out¿ but it is unclear what was meant by that. Later it was reported that the generator was at end of service as the generator was unable to be communicated with. The patient had a generator replacement. Good faith attempt for more information and clarification have been unsuccessful to date.

Event description:
Additional information indicated that the generator will not be returned to the manufacturer for evaluation as the hospital will not return explanted product to the manufacturer.